Manufacturer narrative:
(B)(4). On an unreported date ¿one month ago (2015)¿, the patient was hospitalized for the peritonitis. This report was received from a physician via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient's pd catheter was removed and pd therapy was discontinued due to the peritonitis. Subsequently, the patient began hemodialysis therapy for one month (date unspecified). Four days prior to the receipt of this report, the patient's pd catheter was re-inserted. On an unreported date, pd therapy was restarted with unknown dianeal. At the time of this report, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.